Event description:
Caller reported a malfunction on the pump, identified by the malfunction code "malf 6." There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, provided information on pump reset procedures, and advised the customer to continue using the pump.